Manufacturer narrative:
Additional information was unable to be obtained. The cause for two 23mm sapien xt valves being implanted in one patient could not be determined with the available information. There was no allegation of product malfunction. In addition at this time, the sapien xt transcatheter heart valve (thv) is not indicated for use inside a tricuspid valve, and there is no guidance in the labeling and thv training manual on usage of a sapien xt valve in this scenario. However, the same considerations used for the standard tavr procedure can be applied to this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through implant patient registry from our mexican affiliate, two 26mm sapien xt valves were implanted in the tricuspid position.

Manufacturer narrative:
Additional information obtained clarified that one 23mm sapien xt valve was implanted in this patient and the other 23mm sapien xt valve was ¿wasted¿. It was reported that resistance was noted upon insertion of the delivery system into the esheath due to vessel tortuosity. The delivery system/valve was removed and upon removal of the esheath the liner was torn. A new delivery system/valve was inserted. There were no patient complications and the valve was deployed successfully. There is no indication that the liner tear contributed to an adverse event. As such this MDR was reported in error and a corrected supplemental report is being submitted.